Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h4, h6, h11. The device was not returned to olympus for inspection, and the reported issue (reprocessing issue) was not confirmed. Since the device was not returned and the malfunction was not reproduced, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that during a virtual in-service call, the air and water channel cleaning adapter or the flushing pump were not being used during bedside pre-cleaning. In addition, there was no suction during manual cleaning, despite having the endoflushing system available for the flushing steps. No patient infections or injuries were reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.